Event description:
It was initially reported that the cusa 36 khz hand piece over torqued. Add'l info was then received from a surgical technologist that in (B)(6) 2010 (day unspecified), a craniotomy for a tumor was being performed on a pt. The cusa 36 khz hand piece was put into operation without using the wrench. It was unable to function; it never worked. There was no harm to the pt. The pt was anesthetized while waiting for the cusa to work (length of time unspecified). The surgery continued without the cusa product. The surgeon had to manually resect the tumor. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has bee initiated based upon the reported info.